Event description:
On (B)(6) 2010, she underwent a left tha on (B)(6) 2010 for end-stage coxarthrosis secondary to a dysplastic hip. The implant consisted of zimmer uncemented components, with a 53mm od converge socket, a 32mm ID durasul polyethylene socket, ml taper stem with an extended offset, and a 32mm +0 versys cobalt chrome head. She subsequently also underwent a right tha on (B)(6) 2013. The right hip components were the exact same except that the converge socket had an od of 55mm and the neck length of the cobalt-chrome versys head was -3.5. Both hips were performing fine until the left one started to give discomfort beginning about august 2019, both at eras tans with gait. She denied any falls or injury which could have precipitated this pain. On 10/01/2019, her cobalt levels were found to be slightly elevated at 1.1 ppb in urine and 0.5 in blood. She also endorsed new onset of uncharacteristic memory problems. A metal-suppression MRI of the left hip showed a bit of fluid near the hip and the tendons around the hip, suggesting metal reaction. There was also a partial tear of the left gluteus medius tendon suggesting adverse reaction to metal debris. Due to her progressive left hip pain, her cobalt levels, and her MRI findings, she underwent a modular revision surgery of her left tha om (B)(6) 2019 to replace the cobalt-chrome head to ceramic one. The insertion of the gluteus medius tendon was in attrition at the posterior one-third of the tendon. The tendon had a typical fish-slesh appearance characteristics of adverse reaction to metal debris. The tendon was repaired. The acetabular socket and liner were well positioned and fixed. The liner showed no wear and was retained. The cobalt-chrome head was disengaged from the tapered stem. There was no gross evidence of corrosion debris, but there was linear imprinting from the pattern of the trunnion onto the bore of the head, which is the first sign of mechanically assisted crevice corrosion. The synovium was hypertrophic and appeared inflamed. This was debrided. A sample of tissue was sent for gross pathology which described reactive synovial hyperplasia, sparse chronic inflammation, fibrosis and edema. Fluid was collected from the left hip, and it was thought to be diluted 1:10 with local anesthetic. The cobalt level of this diluted fluid was 30 ppb, so adjusting for the dilution, would be more like 300ppb. The +0 neck -lebgth cobalt chrome head was switched to a 32mm delta option ceramic head with a titanium sleeve adaptor and a +3.5 neck-length. She will need to have her cobalt levels continuously monitored sine she still has a cobalt-chrome head at the right tha. FDA safety report ID # (B)(4).